Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: on (B)(6) 2017, it was reported that the unit had tissue that was getting stuck. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformance's, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was october 9, 2014 where it was reported that the handle was broken and was stuck on the machine and the affected components were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on november 15, 2017 revealed that the comb was bent. The guide block, hinge assemblies and the handle were all damaged. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 15, 2017 which included replacement of the comb, guide block, hinge assemblies and the handle. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection there was no mention of the sample mesh getting stuck in the mesher. The reported event was non-verifiable since during initial inspection there was no mention of the sample mesh getting stuck in the mesher, hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number 802, was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the tissue is getting stuck. No adverse events were reported as a result of this malfunction.